Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this, and the customer's blood glucose level did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and contact technical support if any issues arise again. The customer understood the instructions and requested a replacement charging pad and snap cover.